Manufacturer narrative:
(B)(4). The device was manufactured june 20, 2014 - june 24, 2014. The device was not received for evaluation; therefore, a device analysis could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black mark on the reservoir of a small volume intermate. This was noted after compounding with tazocin. There was no patient involvement. No additional information is available. This is report 7 of 9.